Manufacturer narrative:
The pod was not returned for eval. We are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. The pod's all history was not provided. There is no indication that basal rates or bolus attempts were ineffective at lowering bg levels if and when they were administered. (The only boluses noted in the report were two manual insulin injections). No specific pod failure mode was cited. Based on the info provided in the report and in the absence of a device eval, we cannot confirm that a pod malfunction may have been a contributing factor to the customer's high bg levels. No conclusion can be drawn. A review of lot qualification records was performed. The lot passed the acceptance criteria. Note: eval method codes are specific to activities performed during lot qualification, and not to activities performed on the subject pod (as it was not returned for eval).

Event description:
The customer reported that "throughout the night her bg's were elevating." Her bg level was 420mg/dl when she woke the next morning. She administered a manual insulin injection in response (though its affect on her bg's is not known). Two hours later she gave herself a second insulin injection and called paramedics, who "stayed with her until she changed the pod." (It is unk what form of therapy, if any, was administered by the paramedics.) "Shortly after" activating the new pod she "was fine and her bg's were coming down." No specific issue with the pod was reported. The suspect device will be returned for eval.